Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auto restock feature did not indicate that items needed to be refilled. The customer stated that this malfunction occurred while dispensing the medication and nurse had to access the medications from another pyxis station. There were no adverse events or injuries reported based on this event.